Event description:
A malfunction alarm was reported involving a pump managed by rubin medical as, occurring on (B)(6) 2026, in norway. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to revert to using multiple daily injections (mdi) as backup therapy to maintain insulin delivery. The pump was within warranty, and arrangements were made to ship a replacement while the customer was guided to return the faulty pump using a pre-paid label.